Manufacturer narrative:
(B)(4). Batch # n53j4l. The analysis found that one pve35a device was returned in good visual condition and with one cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats pneumonectomy, the deployed staples of the proximal end were loosely b-formed at the first firing on the pulmonary vascularity. The cartridge was white. Then, bleeding occurred. The amount of bleeding was unknown. Blood transfusion was not required. Additional suture was performed to complete the case. There were no adverse consequences to the patient.